Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: the device was fired as usual. There was little difficulty in the turning the wing nut, but it could be turned and the device was retrieved. The anvil didn't come out, only the shaft was retrieved. The ring on the anal side was confirmed. The staples didn't form properly. The oral side was not cut completely. The anvil left in oral side was titled. The anvil was resected from the tissue with scissors. An eea28 was used to complete the case.